Event description:
Customer reported fluid under the display screen. The blood glucose reading was 85 mg/dl. He stated that he did not know how the moisture exposure occurred or whether the insulin pump had been dropped. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip. No moisture damage on lcd board or electronic assembly.